Manufacturer narrative:
Following this event, the patient remained ongoing on vad-59396 until the device was explanted on (B)(6) 2017. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-00515. A direct correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age at the time of the event was provided by the center. Reference MFR report #2916596-2015-02384 for the report of the prior left occipital stroke. Unique identifier (UDI) # (device identifier): (B)(4). Reference MFR report #2916596-2017-00515 for the report of the investigation of the returned explanted pump. Approximate age of device ¿ 1 year 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient presented to an outside hospital with acute neurologic changes and concern for possible cerebrovascular accident (cva) on (B)(6) 2017. The patient was disoriented, had ataxia, hyperreflexia, and expressive aphasia, and the patient's right visual field was cut bilaterally. The initial symptoms of visual loss improved on the way to emergency department, but did not fully resolve. CT scan on (B)(6) 2017 showed extensive atrophy, small vessel ischemic disease, and chronic left occipital infarct. No acute stroke was present. The patient was urgently transferred to the implanting center for further evaluation and management. On exam, the patient was unable to state age. Medication regimen at the time of the event included the anticoagulants aspirin and warfarin. CT scan on (B)(6) 2017 revealed a new hypodensity within the right frontal lobe white matter, representing age-indeterminate lacunar infarct. There was no hemorrhage or midline shift. The following morning the patient had worsening stroke like symptoms with right eye right sided visual deficits and headache. A third CT scan was performed, with no changes from the previous day. Periventricular white matter hypodensities consistent with chronic ischemic small vessel disease were noted. The implanting center performed additional neurological exams. The patient was unable to relay the reason for admission, and was not oriented to time, place, or situation. The patient was appropriately interactive with normal affect. The patient lives alone at home with a friend checking in periodically. The patient had experienced a prior left occipital stroke. It was reported that this explained the visual changes and left-sided ataxia. It was also reported that disorientation could be baseline given brain atrophy. The patient had previously not remembered having a vad device. It is unknown how long the changes in speech had been present. The lvad clinician reported that the patient's confusion was most likely due to a chronic process of dementia. The pump speed was reduced and echo imaging had noted improvement of left ventricular function. Due to the patient's complications, high cva risk, and improved left ventricular function, the decision was made with the patient and family to proceed with device removal. On (B)(6) 2017 the lvad was surgically explanted. Left ventricular function appeared near normal. The outflow graft of the lvad was over sewn. Overall, the patient tolerated the procedure well without significant difficulty or evident complication. The patient did continue to have altered mental status and was discharged home on (B)(6) 2017. No additional information was provided.